Manufacturer narrative:
The device was returned for evaluation. The investigation of the returned device did not confirm the problem reported by the customer. The lot number is 1083473, serial number (B)(4), product code 82-3100. The position of the cam when valve was received was 30mmh2o. The valve was visually inspected; needle holes in the silicone housing were noted in between the titanium needle stop and the valve mechanism casing. The valve was irrigated with purified water. No occlusion was noted. The catheters were irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested; the valve leaked from the needle holes, no other leaks were noted. The valve was reflux tested, the valve passed the test. The valve was tested for programming; the valve passed the test. The valve was then pressure tested, the valve passed the test. The lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock on the (B)(6) 2003. No root cause could be determined, as the problem reported by the customer could not be duplicated. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The device was originally implanted via v-p shunt to the patient several years ago. It was found that the ventricles of the patient's brain became large, and the pressure was changed to 30mmh2o. But the ventricular enlargement was still observed. The surgeon suspected the blockage of the valve and examined the csf by extracting it from the chamber and the valve and peritoneal catheter were considered to be occluded. Also, the shunt infection was confirmed and the revision surgery was conducted. There is no information with regards to the type of replaced valve and its pressure setting.

Manufacturer narrative:
Upon completion of investigation a follow up report will be filed.